Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument misfired. During the 3rd or 4th fire, the stapler instrument pushed the tissue out. The surgeon completed the staple fire and addressed the bleeding with a 3rd-party handheld laparoscopic stapler instrument. Intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: the csr was present during the procedure and discussed the incident with the surgeon. The surgeon used the sureform 60 stapler instrument with a blue sureform 60 reload to staple the stomach tissue. The stapler instrument paused for compression, fired, paused again, and then continue the fire. After the 50 percent mark, the stapler instrument did another fire. The stomach tissue moved away from the jaws of the stapler. As the stapler pushed the tissue, the stapler would pause and then fire. The stapler instrument paused and fired 4-5 more times. The sequence repeated itself until it reached the 100 percent mark. The stomach was not stapled as intended. When the jaws of the stapler instrument were opened, there were no staples found. As a result, there was some bleeding on the stomach tissue. The estimated bleeding was reported as insignificant and did not warrant any blood transfusions. The surgeon completed the procedure with an ethicon stapler instrument (a 3rd-party device). No buttress material was used. There were no clamping issues, no tissue tension, and no compromised tissue integrity.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. The sureform 60 stapler instrument and blue sureform 60 reload have been discarded. If additional information is received, a follow-up MDR will be submitted. An isi advanced failure analysis engineer (fae) conducted a stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09, lot #l12220906-0327) was installed on the system 3 times and fired 3 reloads, 2 green followed by 1 blue. There were no incomplete clamps or firing failures by this instrument. On the first fire there was 1 pause for compression. The second fire had no pauses for compression and the third fire had around 5 pauses for compression with a duration of about 41 seconds. The max torque required for this 3rd fire was 2-3 times nominal. There were no stapler related errors in the logs. No image or video recordings are available for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument misfired. During the 3rd or 4th fire, the stapler instrument pushed the tissue out. The surgeon completed the staple fire and addressed the bleeding with a handheld laparoscopic stapler instrument. The cause of the customer reported failure mode is unknown.